Event description:
The facility reports the resident was being moved from the bath, sitting on the lift in the highest position. When driving backward, the right front castor came loose, which caused the lift to fall with the resident in it. The carer managed to catch the resident and the lift.